Event description:
A 64-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient's spouse informed novocure that the patient experienced an increase in the frequency of headaches, which had progressively worsened since the initiation of optune gio therapy. It was noted that the patient had a baseline history of headaches, with varying pain intensity. The healthcare provider (hcp) recommended that the patient wear optune gio therapy only at night. Following a temporary discontinuation of therapy for four days, the patient reported an improvement in headache symptoms. Additionally, the hcp advised a gradual transition from nortriptyline to gabapentin to enhance headache management. On (B)(6) 2024, the hcp indicated that the patient had a chronic history of headaches, which have shown improvement since the introduction of gabapentin. The hcp expressed that, in his professional opinion, the headaches are unlikely related to optune gio therapy, and he believed that the benefits of the treatment outweighed the associated risks.

Manufacturer narrative:
Novocure medical opinion is that a contribution of device use to the headache cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm.